Event description:
It was reported that product produced straight shots.

Manufacturer narrative:
The subject product is in the process of being evaluated. We will submit a follow up report when evaluation is completed.